Event description:
It was reported that the pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact on the customer¿s blood glucose level confirmed. The technical support team instructed the caller to try different power sources and cables, but these attempts did not resolve the issue. Consequently, technical support arranged for the pump to be replaced, and the customer was informed of the need for a replacement. No information about the backup therapy was provided by the customer.